Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had probable entry of blood into the helium chamber from a balloon rupture. There was no patient harm reported.

Manufacturer narrative:
Updated fields: d9(device available for eval), h6(investigation type, investigation findings, component codes & investigation conclusions). Corrected fields: e1(event site telephone). A getinge field service engineer (fse) was dispatched to evaluate this unit. Disassembly of the device performed and replacement of all parts involved in the blood invasion; assy,helium reservior, pneumatic module assy, rohs and drive manifold assembly. The tube assy,vacuum and tube assy,pressure were replaced as a precaution. Functional checks and diagnostic tests. The device passed all performance and safety tests according to specifications. The device has been returned to the customer and authorized for clinical use.